Manufacturer narrative:
Estimate of date based on report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician successfully treated a venous insufficiency of 4 segments in the bilateral gsv and bilateral ssv vessels. Approximately 1 month post procedure, the patient continues to experience prolonged swelling. It was reported that symptoms have been addressed by the treating physician using compression therapy, 30-40mgs above the knee compression and a steroid dose given 2 weeks post procedure with no alleviation of symptoms. Patient currently has swelling of both legs that were treated.